Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that surgery occurred during which the ipg was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg appears to be tilted. The patient is experiencing difficulty recharging the ipg. A replacement charging system was sent to the patient in addition for troubleshooting and education was performed by the sjm representative. Follow up information identified the patient continued ot experience difficulty recharging the ipg and maintaining communication between the charging system. The patient requested to be implanted with a nonrechargeable ipg. Surgical intervention may be pending to address this issue.